Event description:
It was reported patient underwent a revision procedure six weeks post implantation due to patella dislocation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: tibia cemented 5 degree stemmed left size g catalog # 42532007901 lot # 65980555 femur cemented cruciate retaining (cr) standard left size 11 catalog # 42502607001 lot # 65842133. Articular surface medial congruent (mc) left 10 mm height use with tibia sizes g-h/cr femur sizes 8-11 catalog # 42512100910 lot # 65673093. G2: new zealand h3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned by hospital.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 3007963827-2024-00044.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 3007963827-2024-00044.